Manufacturer narrative:
The device was manufactured february 17, 2016 ¿ february 18, 2016. The device was received for evaluation. Visual inspection noted the samples had been returned without the flow restrictor. Since the flow restrictor was not returned, a functional flow rate test could not be performed; therefore, the issue could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6) 2017. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor under-infused during a patient infusion. The folfusor was being used to deliver an infusion of flucloxacillin. It was reported that after 24 hours of infusion time, there was excess volume (ranging between 70-110 ml) remaining. There was no report of patient injury or medical intervention associated with this event. No additional information is available.